Manufacturer narrative:
Patient weight is unknown. Date of post-operative non-union is unknown. This report is for two (2) unknown 2.7mm cortex screws. Without a valid part and lot number, a UDI cannot be generated. Per the facility, the complainant part will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent a surgical procedure on (B)(6) 2015 to treat an acute distal tibia fracture. Due to a non-union of the bone marrow aspirate, the patient was returned to the operating room on (B)(6) 2015 for a revision. During the procedure, a 2.7/3.5 mm variable angle-locking compression plate (va-lcp) anterolateral distal tibia plate and a total of eleven (11) screws were removed. Six (6) of the screws were said to be broken. The screws consisted of: five (5) broken 2.7mm variable angle (va) locking screws; one (1) broken 2.7mm metaphyseal screw; three (3) intact 3.5mm low profile cortex screws; and two (2) intact 2.7mm cortex screws. All of the broken hardware was successfully removed from the patient with no retained fragments. The patient was revised to a new 2.7mm/3.5mm va plate. No noted surgical delay or patient harm. This report is for two (2) unknown 2.7mm cortex screws. This report is 5 of 5 for (B)(4).